Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. Patient weight was requested but unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a stenotic native valve, at 80 percent deployment, transthoracic echocardiogram (tte) and angiogram revealed a deep implant. The valve was recaptured and repositioned. During the second attempt to implant the valve the patient became hypotensive with annular contact and did not recover when the replacement valve began functioning and was opened to 80%. Angiographic assessment again revealed an implant depth deeper than the desired position. Cardiopulmonary resuscitation (CPR) was initiated to maintain the blood pressure, the valve was recaptured and withdrawn from the body. The patient was intubated and began to bleed from an unknown source. Ten units of blood products were transfused and cardiopulmonary bypass (cpb) was initiated. A sternotomy was performed and the source of the bleeding was unable to be determined. The patient was successfully resuscitated and an ascending aortogram verified there was no bleeding from the initial implant attempts. The second valve was loaded and successfully implanted. The patient was converted from cpb to extracorporeal membrane oxygenation (ECMO). Following the procedure, the patient was awake and following commands with plans to wean off ECMO. The physician does not attribute the event to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.